Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch # l9347a. It was not reported that a piece fell into patient. Surgeon does not activate with no tissue in jaws. The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported. The photograph sent prior to the device also shows a damaged tissue pad, not a detached tissue pad. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the rubber coating came off one side of the tip (teflon tissue pad). Another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.